Manufacturer narrative:
Approximate age of device ¿ 2 years and 7 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that low flow events occurred secondary to a gastrointestinal bleed. The patient received a blood transfusion. After the transfusion the patient¿s weight increased and the patient complained of shortness of breath and swelling. Subsequently, diuretics were increased.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.